Event description:
It was reported that a ez35 was used during a lung volume reduction . It was reported by the affiliate that the instrument stapled but did not cut between the staple line. The surgeon had to cut the tissue using an electronic blade.